Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had cracked lighting lens, angle play, angle down, a bitten insertion part, and cutting. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported events were confirmed. It was found that the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire. It was also found that the light guide lens was cracked and the connecting tube had a dent. In addition to the foreign object inside the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the connecting tube had a wrinkle; the control unit was discolored; and there were scratches on the grip, the control unit, the suction connector, the scope cover, the switch box, the upward/downward knob, the right/left knob, the forceps elevator knob, the forceps elevator lever, the scope connector cover unit, and the protector of the universal cord on the control section side. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning or any abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air or wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.